Event description:
In 2008, boston scientific corporation was informed that during a endoscopic sphincterotomy, the electricity was turned on, but the autotome rx sphincterotome failed to cut the papilla located in the bile duct. The procedure was completed with a different device without any patient complications. Patient is "good".